Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the healthcare provider on (B)(6) 2025 because their system controller was alarming. The patient had connected to the mobile power unit (mpu) and started having a "connect to power" alarm on their system controller with the yellow wrench. When connected to the battery(s), the alarm continued and was also reading "call hospital/backup battery fault". A self test was performed and the alarm cleared. When the patient returned to the mpu, the alarms began again. The patient went back on battery power and the alarms continued. Per the patient, the alarm said "low battery", and when asked, was unable to identify if there was a yellow light at the white or black power cable connection sites. New battery(s) were placed and this stopped the alarm. On (B)(6) 2025, the patient was at the hospital with a complaint of backup battery fault, low battery, and power cable disconnect alarms while on the white system controller lead. Following review, log files contained multiple low voltage advisory(s) while the patient was utilizing battery power, and appeared more frequently on the white power cable side. The system controller and modular cable were exchanged, no alarms since, including while using the existing battery clip(s) and the mobile power unit (mpu), which also were free from visual physical damage. The system controller and modular cable would be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The reported event of power cable disconnect and low voltage alarms was confirmed via the log files. The reported event of the system controller serial number sticker coming off was unable to be confirmed. The system controller was not returned for analysis. The system controller, serial number: (B)(6), event log file was reviewed. Low power advisory alarms were intermittently observed throughout the data, associated with the voltage on the white power cable fluctuating below the alarm threshold, and each alarm resolved within a few seconds when power was restored to the system. Additionally, within the periodic data, a backup battery fault alarm was captured, associated with the backup battery not passing a load test. This alarm¿s onset is not captured within the system controller event log file due to the data being overwritten with newer data, and the alarm resolved within the same day of activation within the periodic data. A few atypical power cable disconnect alarms were also intermittently captured within the periodic data on 09jul2025, also correlating to the voltage within the white power cable briefly fluctuating below the alarm threshold. There were no other remarkable events found within the log files. The pump maintained a speed within the expected range throughout the log files. Provided information stated the backup battery fault alarm cleared following a self-test, and that the ¿connect to power¿ and ¿low battery¿ alarms resolved after being placed on new batteries. Multiple good faith effort (gfe) attempts were sent to inquire if the cause of the alarms was identified and if tracking information for the returning products is available; however, no response or products were received. The root cause of the observed voltage changes within the log files, causing atypical power cable disconnect and low voltage alarms to occur, could not be conclusively determined during this investigation. The root cause of the backup battery fault alarm could not be conclusively determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The root cause of the damage to the system controller serial number label could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instruct the user to clean the metal contacts on the batteries and inside the battery clip at least once a month. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power, low power advisory, and backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.